Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms and fluctuating intrinsic amplitude. Threshold measurements were noted to be good. Isometrics testing and pocket manipulations could not reproduce any noise. The lead remains in service. No adverse patient effects were reported.